Manufacturer narrative:
The device was returned to zoll medical (B)(4)service department. The reported malfunction was observed during review of the activity logs. However,the device was put through extensive testing without duplicating the malfunction. The defib receptacle assembly was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown). The device restart/reboot itself. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.